Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both segments. A dried reddish colored solution (possibly blood) is present on the lens. One haptic is broken/torn and not returned. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. We were unable to conduct fold and dimensional testing due to condition of returned sample. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implant, the iol came out broken. The surgery was resumed by choosing a new iol. Additional information was provided indicating that the issue occurred upon inserting the iol into the eye, it was noticed that the optic part was cracked then the haptic broke. Additional information was requested.